Event description:
Today I went to put in a new insulin pump infusion set. I use a medtronic paradigm pump and the infusion set in question is a quick-set paradigm, ref mmt-397, lot 5189410. Before removing the protective needle cover, I noticed that the introducer needle and cannula were bent at a 20 degree angle partway down the needle. This would have caused injury if I had tried to insert it using the recommended inserter device. The protective needle cover and all packaging was intact when I opened it, so I don't think this damage could have occurred in transit. I used a different infusion set from the same lot instead. My other sets from the same box do not appear to be similarly affected.